Event description:
It was reported that during a low anterior resection, the distal staples of the cartridge could not deploy. Although, the dr looked for the staples inside the pt's body, there were no staples. Add'l suturing was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.